Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple hypotube kinks. No issues identified in the polymer shaft. A microscopic examination of the balloon material identified a pinhole just proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified. Inner lumen damage was identified. It was stretched and bunched 4.8cm from the distal tip. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and attempts was made to inflate the balloon, however it began to leak and at that location a pinhole just proximal to the distal markerband was observed via microscope.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was in good condition after the procedure.